Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was a broken trigger, which was replaced along with other components.

Event description:
It was reported that the handpiece continued to run on its own while the equipment was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.